Event description:
On april 23, 1992, patient presented at the emergency room complaining of pain the penis and scrotum. Patient had prosthesis implanted on april 8, 1992 at another hospital. Patient was taken to the operating room on april 26, 1992 for aspiration of fluid from penile implant balloon. About 5cc. Of saline was withdrawn. Patient was taken to the operating room becasue this procedure required a sterile environment and anesthesia. Pre-op and post-op diagnoses were penile implant malfunction. Patient transferred to another facility on april 30, 1992invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.